Manufacturer narrative:
This supplement is being reported late. A request for the hex file was received, and during the review it was identified that the occlusion values had been changed. Intuvie received a report from mckesson indicating that an infusion pumps 30 psi occlusion value changed from 340 to 297. The 8 psi occlusion value changed from 424 to 391. A review of the device's serial number history revealed no similar complaints. The failure mode was not confirmed. It is unknown if there was an occlusion failure. The probable cause remains unknown.

Event description:
Intuvie received a report indicating that an infusion pumps 30 psi occlusion value changed from 340 to 297. The 8 psi occlusion value changed from 424 to 391.